Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and current blood glucose level was 521 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of high blood glucose event. Customer stated that their blood glucose was running high because the infusion set which they were using was not compatible with the body and they had not received the inserter that they can use to properly put the quick set in. The insulin pump will not be returned for analysis.